Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to under infusion. The event log did not show any signs of under infusion. An accuracy test was performed and the issue was not confirmed. Test results of -1.01%, -0.41%, and +0.88% were all within the internal spec. Of +/-3.0%. The customer reported 3.5 ml under infusion which is about 17%, with this much of a difference there is likely something wrong with their test setup. There was one instance of error 42224 recorded in the log. The pump will undergo standard periodic maintenance.

Event description:
Information received indicating that a smiths medical cadd solis vip pump under delivered medication. There was no patient involvement in the reported event.